Event description:
On (B)(4) 2014, biomerieux was informed that the results of negative bact/alert tests were attached to the improper patient. Based o the data backup the customer provided, the hospital lis (not a biomerieux product) assigned the same accession ID to 2 pt samples within a 90 minute period of time. Under normal operating conditions, accession ids are unique to the pt being treated. This allows for the data to be processed and associated with the proper patient record within the systems. The reported event suggests the system may have malfunctioned; therefore, an investigation has been initiated. Based on the data backup provided the bottles involved were loaded on (B)(6) 2014. All bottles involved were determined to be negative; therefore, not impacting pt treatment or safety in this case. For positive samples, the instructions for use indicate that the sample should be sub-cultured to confirmed bacterial growth. During this time, good laboratory practice, including those at the complaint's site, would confirm the pt associated with the positive bottle. Although the likelihood of a confirmed positive sample being acted on by a healthcare professional is remote, if good laboratory practice is not observed it is possible were this malfunction to recur. An investigation is in process and the results/conclusions will be documented in a supplemental medwatch report.